Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer reported multiple no delivery alarms from the insulin pump. The customer reported changing the entire infusion set, reservoir and insulin of the insulin pump. The customer reported that the no delivery alarm was resolved by a complete infusion set change. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Please refer to manufacturer's report no. 2032227-2014-63552 as it refers to the same event but of a different device.